Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain with his inflatable penile prosthesis. A computerized tomography was performed, and it was observed that the cylinders and pump were not in the correct spot. Therefore, the cylinders and pump were removed and replaced. There were no further patient complications.